Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate at leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth was minimal to moderate at the stent inflow. Device evaluation confirms calcification as the primary cause of the reported stenosis leading to explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likely that patient condition and medical history may have caused or contributed to this event.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No quality deficiency detected.

Event description:
It was reported that an edwards' bioprosthetic aortic valve was explanted after an implant duration of 90 months. The operative report indicates patient was diagnosed with congestive heart failure and the valve was found to be stenotic. At the end of surgery, the patient was transferred to intensive care unit in stable condition.